Manufacturer narrative:
(B)(4).

Event description:
During index procedure one resolute integrity and one resolute onyx drug eluting stent was implanted to the rca. Approximately two weeks later the patient was hospitalized due to a gi bleed. The patient was treated with medication and a transfusion. Patient was on dapt at time of event. Investigator indicated that the reported event was not related to the device. The patient recovered with treatment.

Manufacturer narrative:
Additional information: the patient has a history of diabetes. During the index procedure the resolute onyx stent was implanted in the rca and not the lad as previously reported.